Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information that was omitted previously from the narrative of follow up #1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal result and also results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when medical surveillance attempted to follow up in order to obtain additional information. The patient reported that on (B)(6) 2016, at around 3am, she awoke with symptoms of ¿sweaty, weak and was losing the ability to think¿. The patient performed a blood glucose test on the subject meter which gave a result of ¿228mg/dl¿, which she felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient self-treated her symptoms by consuming chocolate milk. The patient performed a further test on the subject meter which gave a result of ¿331mg/dl¿ which she felt was inaccurately high in comparison to a result of ¿72mg/dl¿, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hypoglycemic event. Although the symptom occurred prior to the reported results, the patient could not be contacted to confirm if the meter had been reading accurately prior to the onset of symptoms therefore may have caused or contributed to the event.